Event description:
The procedure being performed was a gastroscopy with ultrasound. Nurse mentioned to endo staff that there may be a needle left inside the scope. Endo staff cleaned the scope twice and found nothing. Medical doctor suggested sending to biomed to double check to see if needle was leftover in scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up. The scope has been cleaned with high level disinfectant and passed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "wire particles were mixed into the bile duct and stomach" and the phenomenon "lack of distal end of the device (c-body)" could not be identified with the information received. The event can be prevented by following the instructions for use which state: "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result." "Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." "Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result." "Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." "Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." "Do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The distal end cover had leakage from the biopsy channel, missing silicone adhesive, and failed the insulation test. The bending rubber glue was also cracked, and excessive play was noted on angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that wire particles were identified in the biliary duct on fluoroscopy and seen endoscopically in the stomach while using the evis exera ii ultrasound gastrovideoscope. A 19g non-olympus needle was being used inside the scope. There was no harm or user injury reported due to the event.